Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned video noted: towards the end of the video (at around 7:20), a reload cut through a bougie. It should be noted that the handle is not designed to stop while firing unless it reaches a firing force of 133 lbs. Should the 133 lbs. Limit be reached, the handle's screen will then show the excessive load graphic and stop the firing. When firing through thicker than normal tissue, as long as the firing force is under 133 lbs., the firing will continue so long as the user holds down the firing button. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the last firing, the device was fired through a bougie. The device decreased its firing speed but did not stop firing. The procedure was then converted to a laparoscopic roux-en-y bypass. There was tissue loss as a result. The surgical time was extended for more than 30 minutes.